Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupation: requested, unknown. The actual device was not returned for evaluation; however, a photograph of the actual device was returned for evaluation. The provided image of the actual sample showed that the female luer port of the blue cock in the sampling system had been broken at its base. However, it was not possible to confirm the condition of the broken surface from the image. The manufacturing and shipping inspection records for the actual sample showed no anomalies. Review of past complaint files for the specified product code/lot number revealed no other similar reports. Cause of occurrence/conclusion based on the investigation results; no anomalies were found in the manufacturing records. Since the condition of the damaged surface of the actual sample could not be confirmed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. If the product is dropped during set-up, do not use it. Replace it with another device. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved capiox device cock system was broken. The event occurred prior to treatment, therefore there was no patient involvement. The final patient impact was unharmed.